Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The pt subsequently passed away due to peritonitis, circulatory arrest and cardiac arrest. The peritonitis was manifested by murky effluent, diarrhea and abdominal pain. The break in aseptic technique was further described as pt did not wear a mask. The day following the onset of peritonitis, the pt was hospitalized for the event. On the same day, the pt was treated with cefazolin and biotum (1 gram, 1 time per day) ip. Four days later, the pt was treated with vancomycin (2 grams, 1 time per day) ip for peritonitis. On the same day, cefazolin therapy was discontinued. Twelve days later, the pt was treated with diflucan (150 mg per day, route not reported) for peritonitis. Two days after starting treatment with, vancomycin and diflucan the therapies were discontinued. On the same day, the pt was discharged from the hospital and experienced cardiac arrest in mechanism of ventricular fibrillation. Treatment rendered for cardiac arrest in mechanism of ventricular fibrillation was not reported. On the same day, the pt died due to peritonitis, circulatory arrest and cardiac arrest. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.